Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: a review of the pump histories indicated that the last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. A review of the black box showed a manual time change from 11:37 to 12:37 on (B)(6) 2014. There were no alarms related to the complaint noted in the alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully performed a rewind, load, and prime sequence, and was exercised for 24 hour with no issues. A 10unit normal bolus and a 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6), 2014 the patient contacted animas alleging that she had been experiencing elevated blood glucose over 300mg/dl with increased urination and tiredness. The patient noted that her bg was up to 311mg/dl on (B)(6) 2014 and was 321mg/dl on (B)(6) 2014. The patient noted that she had started using the pump on (B)(6) 2014 and her average bg was 188mg/dl compared with 135mg/dl on her old pump. The patient stated that all her settings were transferred correctly when she started using this new pump. The patient noted that she had been using a 20% to 30% increased temporary basal rate to compensate for higher bgs. The patient confirmed changing infusion sets and cartridges every two to three days per instructions for use with appropriate site rotation. The patient confirmed that she last changed supplies on (B)(6) 2014. The patient confirmed that she uses room temperature insulin. Customer technical support reviewed the pump with the patient and found that the time and date were set correctly, and that all settings and histories were correct with the exception of the bolus history. Troubleshooting indicated that the bolus history recorded incorrect times on (B)(6) 2014. The patient stated that she had changed the time on (B)(6) 2014 but not on the date in question, (B)(6) 2014. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and based on the indication that the pump¿s bolus history did not record correctly.